Event description:
The device was returned to the service center from the customer contact for an update/recertification. No additional information was provided. This is not a reportable malfunction. However, during verification testing at the service center leakage from the disposable batteries was noted in the battery compartment of the device.

Manufacturer narrative:
The device was received on 10/03/2013. The investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.